Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hyperglycemic event that occurred on (B)(6) 2015, resulting in medical intervention. Patient reported that an acquaintance took her to the hospital as her blood sugars were rising high very quickly. Patient reported that when hospital personnel took her blood glucose (bg) reading, it was well over 900mg/dl. Patient further reported that hospital staff must have removed her cgm equipment without her knowledge upon hospital admission. Patient was treated and released on (B)(6) 2015. Additionally, patient did not have her receiver at the time of the reported event. However, patient was wearing her insulin pump and reported that it was functioning properly. Patient stated that the reported incident was not dexcom related. There was no alleged device malfunction. At the time of contact, the patient reported that she was fine and in good condition. No additional event or patient information is available. The complaint states that the patient experienced a hyperglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hyperglycemia.